Manufacturer narrative:
During investigation of returned reference sensor and navigation unit the tester user dialed in 5 degrees of extension and performed three hip point maneuvers, and subsequently dialed in 5 degrees of flexion and performed three hip point maneuvers. Each maneuver had 0.5 degrees of error or less. The test on the hip point verification fixture was repeated with an in-house orthalign plus unit and rs2. This test yielded a maximum of 1.0 degrees error from the expected value. An additional test on sawbones was performed to navigate the femoral resection plane to 3.5 degrees, as described in the complaint. The returned rs and navigation unit were paired and calibrated. Then a femoral maneuver was performed and the resection was dialed to 3.5 degrees of flexion. The orthalign engineer verified the image on the screen with the resection line matched the output. The engineer confirmed the cutting block was aimed in flexion, the software displayed flexion, and the resection line on the software image was also in flexion. Therefore, it can be concluded that the lantern navigation unit and reference sensor that were returned were able to navigate the femoral resection according to specification. The log files for the case were also reviewed and confirmed the user dialed in 3.5 degrees of flexion and 0 degrees of varus/valgus. However, no anomalies or errors were found in a review of the log file. A review of the device history record (DHR) was conducted. The device passed all manufacturing specifications prior to release. Orthalign, inc. Will continue to monitor this issue and take action if alert limits are exceeded.

Event description:
It was reported that the surgeon dialed in 3 degrees of flexion but the implant came out 5 degrees of extension. No patient injury was reported.